Manufacturer narrative:
Concomitant medical products: etcf3636c49e, sn (B)(4), expiration date: 2018-10-26, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aan endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm abdominal aortic aneurysm. There was 3 mm of localized thrombus covering 20% of the circumference of the seal zone. It was reported that there was a type ia endoleak present at the end of the implant procedure. It was noted that an endurant cuff was implanted due to the type ia endoleak and endoanchors were also used. No additional treatment was performed for the endoleak and the event is continuing. It was also reported that, the day after the procedure, the patient had an elevated white blood cell count. Medication was prescribed and the issue resolved. That same day, the patient also experienced chest pain and paresthesia in the left arm. Symptoms of the paresthesia included numbness and tingling. The chest pain and paresthesia resolved without treatment. The investigator assessed the type ia, the chest pain, and the paresthesia to be related to the index procedure. The investigator was uncertain as to what caused the elevated white blood cell count. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pre-implant anatomy information as follows: the proximal aortic neck diameter ranged from 32-44 mm along a 8 mm length. The proximal aortic neck was angulated approximately 45 degrees.